Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a cs 064 call service alarm. During testing, the pump emitted a cs 074 call service alarm with an attempted rewind step. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board. Unrelated to the complaint, the battery compartment was observed to be cracked. A leak test was performed and failed due to a battery compartment leak. Additionally, the pump was powered on and the display screen appeared dim and discolored. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the alarm occurred while performing the rewind/load function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.